Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that the patient's pump was 'shut off' by an MRI. The patient was unable to be scheduled to turn it back on. The drug used in this system was prialt. No further information was available at the time of this report. A follow-up report will be made if additional information becomes a vailable.